Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had a problem with insulin delivery. System check with tandem technical support indicated that the pump and related supplies were functioning as intended, however the contact maintained that there was something wrong with the pump's insulin delivery because customer¿s bg reportedly lowers with same dose via injections but not with bolus from pump. Customer's blood glucose was 396 mg/dl at the highest. Reportedly, the customer used manual injections for alternate insulin therapy.